Event description:
Customer reported that the numbers on the insulin pump display screen were scrolling and that she had a difficult time controlling the buttons. The blood glucose reading was 201 mg/dl. She stated that she had been sweating with the insulin pump keypad facing her body. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten buttons dome switches. No numbers scrolling up noted. The device had minor scratched lcd window and cracked case at display window corner.